Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that the customer has had site issues. The customer had also been waking up with lows. The customer had neuropathy in both legs and hands. He also had congested heart failure and was on blood thinners. The customer experienced diabetic ketoacidosis and multiple seizures. It was hard for the customer's spouse to decide whether or not the hospitalizations were diabetes-related. The insulin pump also experienced diminished battery life, no delivery alarms during the priming process, two motor errors, and intermittently responsive buttons. Troubleshooting with the 24-hour product helpline was declined. No products were returned or replaced.